Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislodgement could not be conclusively determined. (B)(4).

Event description:
During follow-up, the left ventricle lead had a high capture threshold. An x-ray was performed which revealed the lead was dislodged. The lead was revised. The patient is stable.